Manufacturer narrative:
The customer¿s report of a cracked male luer was not confirmed. Visual inspection observed that the male luer tip was deformed and appeared to have an indentation on one side. It should be noted that the customer reported this as a ¿crack¿ however the male luer tip was observed to be deformed. The male luer spin collar was not damaged or cracked. Functional testing was not performed as the male luer was received damaged. The root cause was not identified.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 16126116 is 10885403234743. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked male luer during a pepcid infusion. There was no report of patient harm.